Event description:
A pump malfunction was reported, specifically noted as malfunction 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy to maintain insulin delivery. Tandem technical support arranged for a replacement pump and provided instructions for returning the faulty one, which the customer understood and agreed to follow.